Manufacturer narrative:
(B)(4).

Event description:
It was reported what seems to be a broken tip from a needle from either a smith & nephew fast-fix 360 or a stryker meniscal suture kit was identified during an x-ray on a patient who had a meniscal repair procedure on (B)(6) 2014. The user facility is unsure which device this broken piece may have come from. Intervention to remove the fragment has not yet been scheduled.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.